Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01576.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed two smart coils in the target vessel using the handle. The physician then advanced a new smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. Subsequently, the physician opened a new handle and was able to successfully detach the smart coil. The procedure was completed using two additional smart coils and the second handle. There was no report of an adverse effect to the patient.